Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the reservoir lip ring was damaged. The customer¿s blood glucose level was 130 mg/dl. The customer stated that the reservoir was able to lock in place but did not know how much longer. Troubleshooting was performed. The product will be returned for analysis.

Manufacturer narrative:
Device received with broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.